Event description:
A report was received that the patient was experiencing pocket discomfort and felt the ipg heated up, especially during charging. The physician assessed that the ipg was too shallow. The patient underwent a pocket revision and the ipg was repositioned deeper in the pocket. The patient was reportedly doing well.

Event description:
A report was received that the patient was experiencing pocket discomfort and felt the ipg heated up, especially during charging. The physician assessed that the ipg was too shallow. The patient underwent a pocket revision and the ipg was repositioned deeper in the pocket. The patient was reportedly doing well.